Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered their carbohydrate intake into the pump and subsequently received too much insulin. The customer reported a blood glucose (bg) level of 40 (mg/dl). Orange juice was consumed to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.